Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 pediatric biopsy forceps was used during a gastroscopy and colonoscopy procedure on (B)(6) 2020. According to the complainant, during the procedure, the forceps were inserted into the working channel of the scope. Once the forceps were exposed at the distal tip of the scope, there was visible foreign matter on the screen that attached to the end of forceps. The forceps were removed from the patient but the foreign matter could not be retrieved. Following the removal of the gastroscope from the patient, a cleaning brush was inserted down the biopsy channel to expose any foreign matter in the cleaning room. A small amount of foreign matter was found visible. The cleaning brush tip was removed and placed in formalin to be sent to pathology. The pathology results could not conclusively determine if the material was human tissue or not. The patient also had a gastric polyp. It is considered possible that the polyp tissue may have been dislodged as the gastroscope was advanced. There were no patient complications as a result of this event.